Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited misaligned markers due to an intermittent partial telemetry condition, with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) stored atrial fibrillation (af) episodes that showed misaligned markers. Technical services reviewed the available device data and confirmed there were multiple scan detected instances on 21 june 2021 without a successful interrogation. This resulted in the misaligned markers in the captured af episodes. A successful interrogation occurred on 28 june 2021, which resolved the misaligned markers, as noted in the presenting electrogram (egm) for that date. No adverse patient effects were reported. The device remains implanted and in service.